Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen froze as the customer was inputting the settings into the pump. The customer reported that the issue was resolved after a pump reset. Customer's blood glucose was 182 mg/dl.